Event description:
It was reported that the programmer's telemetry was not working. The wand (radio frequency head) was replaced but telemetry remained sporadic or not working. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Moving the rf (radio frequency) head connector would cause the telemetry to be lost; rf head connector loose on a printed circuit board assembly.